Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the display screen had become dim and discolored. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 08/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display screen was dim and discolored. Unrelated to display issue, the up and down keypad buttons were intermittently unresponsive. Contamination was found underneath all keypad contacts. The battery compartment was cracked. The battery cap was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned for this complaint at the time of this report, but evaluation has not yet begun. Once evaluation is completed a supplemental report will be filed. No conclusions can be drawn at this time. (B)(6).